Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an incomplete and difficult to lift flap in the right eye during laser treatment. The treatment was completed with no patient harm. Additional information requested.

Event description:
Additional information received states the incision was incomplete and the doctor was able to open the flap with great difficulty.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Log file review shows all laser system functions were within specifications for the respective treatment and the energy was stable during the day. No technical root cause is detectable during logfile. The logfile shows all 12 treatments on that day were finished successfully. The reported treatment could be identified in the logfile. The user operated the surgery with recommend energy setting. No relevant deviation between planed and performed energy is detectable for the treatment. But the logfile shows that the user performed energy check only at system startup and then performed the further surgeries about five hours without energy check at that day. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The possible root cause is user handling. The manufacturer internal reference number is: (B)(4).